Event description:
Per summons: pt is a pt with end stage renal disease on dialysis. Admitted for swelling of the upper extremity, pt m had a non-occlusive thrombus in the subclavian and axillary veins.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.